Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x28mm promus element¿ drug-eluting stent was selected for use. However, during preparation it was noted that the tip of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged and moved 21 mm distally from the distal end of the proximal markerband. The stent struts had stretched over the distal markerband and the distal tip. The crimped stent maximum outer diameter was measured and the result is within the maximum crimped stent profile measurement. Stent damage most likely occurred during handling when the stent protector was removed. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on exposed proximal section of the balloon body indicating that the stent was crimped intact on the balloon prior to movement. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x28mm promus element drug-eluting stent was selected for use. However, during preparation it was noted that the tip of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.